Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating pacing capture threshold in the lv (left ventricle) was high. The last measured via capture management on (B)(6) 2015 at 3.750 volts at 1.50 milliseconds. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. It was also noted that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. It was later confirmed that the lv lead was dislodged into the main coronary sinus. The lv lead was removed from the body then re-implanted in a new location. The device was explanted and replaced during lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.